Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings on the application was reported. Data was evaluated and the allegation was confirmed as an app crash. The probable cause was determined to be potential patient misuse as the app was manually closed. No injury or medical intervention was reported.